Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-49040. It was reported the patient underwent surgical intervention due to high impedance. During the procedure, the patient's l1 and t12 leads were partially explanted and a replacement lead was implanted at l1 and l2 to provide resolution.